Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on (B)(6) 2023. The most recent information was received on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal distension ("bloating") in a 43 year-old female patient who had essure inserted. Additional non-serious events are detailed below. Medical conditions: no gynaecological problems in the past. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2019 she experienced abdominal distension (seriousness criteria medically important and intervention required), allergy to metals ("allergy to nickel"), fatigue ("unexplained intense fatigue, so bad that I could no longer walk 200 m"), hypotension ("hypotension,"), gastrointestinal disorder ("gastrointestinal disorders"), a first episode of memory impairment ("memory problems"), disturbance in attention ("trouble concentrating"), malaise ("malaise"), limb discomfort ("sensation of heavy legs") and a second episode of memory impairment ("memory problems"). Essure was removed on (B)(6)2023. The patient was treated with surgery (removal of essure devices with removal of fallopian tubes). At the time of the report, the abdominal distension, hypotension, gastrointestinal disorder, latest episode of memory impairment, disturbance in attention, malaise and limb discomfort were resolving and the fatigue had not resolved. The reporter considered abdominal distension, allergy to metals, disturbance in attention, fatigue, gastrointestinal disorder, hypotension, limb discomfort, malaise, the first episode of memory impairment and the second episode of memory impairment to be related to essure administration. The reporter commented: because of this device I have been through 4 years of medical wandering with consequences for my personal and professional life (sick leave leading to loss of income). It took a follow-up visit with the gynaecologist to finally shine a light on the cause of my state of health, which has really degraded in the last year. In june, my fatigue was so bad that I could no longer walk 200 m. My day-to-day life became hell. I had to have an operation to remove the device, whereas originally I had no gynaecological problems. Then 1 month of leave. To date I am still on reduced hours for medical reasons. I am going to have to return to full-time work from november even though my health does not allow it. But I simply can no longer take the financial losses. My condition is improving but returning to normal life is slow. This device ruined 4 years of my life and it is still going on. Who will make up for that. Years of life cannot be bought back, but perhaps they can be compensated. Current status, gradual disappearance of general symptoms with the exception of fatigue, which persists and means that I am still working reduced hours for medical reasons and even that takes a lot out of me. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal distension ("bloating") in a 43 year-old female patient who had essure inserted. Additional non-serious events are detailed below. Medical conditions: no gynaecological problems in the past. On (B)(6) 2016, the patient had essure inserted. In 2019 she experienced abdominal distension (seriousness criteria medically important and intervention required), allergy to metals ("allergy to nickel"), fatigue ("unexplained intense fatigue, so bad that I could no longer walk 200 m"), hypotension ("hypotension,"), gastrointestinal disorder ("gastrointestinal disorders"), a first episode of memory impairment ("memory problems"), disturbance in attention ("trouble concentrating"), malaise ("malaise"), limb discomfort ("sensation of heavy legs") and a second episode of memory impairment ("memory problems"). The patient was treated with surgery (removal of essure devices with removal of fallopian tubes). Essure was removed on (B)(6) 2023. At the time of the report, the abdominal distension, hypotension, gastrointestinal disorder, latest episode of memory impairment, disturbance in attention, malaise and limb discomfort were resolving and the fatigue had not resolved. The reporter considered abdominal distension, allergy to metals, disturbance in attention, fatigue, gastrointestinal disorder, hypotension, limb discomfort, malaise, the first episode of memory impairment and the second episode of memory impairment to be related to essure administration. The reporter commented: because of this device I have been through 4 years of medical wandering with consequences for my personal and professional life (sick leave leading to loss of income). It took a follow-up visit with the gynaecologist to finally shine a light on the cause of my state of health, which has really degraded in the last year. In (B)(6), my fatigue was so bad that I could no longer walk 200 m. My day-to-day life became hell. I had to have an operation to remove the device, whereas originally I had no gynaecological problems. Then 1 month of leave. To date I am still on reduced hours for medical reasons. I am going to have to return to full-time work from (B)(6) even though my health does not allow it. But I simply can no longer take the financial losses. My condition is improving but returning to normal life is slow. This device ruined 4 years of my life and it is still going on. Who will make up for that. Years of life cannot be bought back, but perhaps they can be compensated. Current status, gradual disappearance of general symptoms with the exception of fatigue, which persists and means that I am still working reduced hours for medical reasons and even that takes a lot out of me. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.